Event description:
A report was received that the patient was experiencing tenderness and pain at the implant site. The patient will undergo pocket revision procedure.

Event description:
A report was received that the patient was experiencing tenderness and pain at the implant site. The patient was given pain medication and lidoderm patches; however, the issue did not resolve. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the pain at the pocket site. The physician believed that the patient's pain at the pocket site was device related. Additional suspect medical device component involved in the event: model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.